Event description:
It was reported that they were unable to sense bipolar and unipolar atrial activity for the right atrial (ra) lead. They were also unable to capture atrium at maximum outputs and were unable to see atrial activity on the electrocardiogram. It was further reported that the cause of the ra lead not capturing/sensing was determined to be too fast of a heart rate. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).